Manufacturer narrative:
(B)(4). (B)(6). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking from the transfer set where the transfer set connects to the patient line during drain three of five on the home choice (hc). The technical service representative (tsr) advised the care giver (cg) to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.